Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two ta 90-4.8 single use reloadable staplers opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that the first device would not fire at all and the second device did fire but the staples would just hang off the end of the stapler. Instrument one was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the sulu noted that all of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge. The instrument and sulu were applied to test media with proper staple formation. Instrument two was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the pre-fire condition and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. In addition; the instrument did not fire condition may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue.

Event description:
According to the reporter: the account initially reported that the first device would not fire at all. The second did fire but the staples would just hang off the end of the stapler. The account later reported that the ta stapler did not misfire; she cut the bowel with the scalpel and had forgotten to deploy the stapler. She then fired an additional reload across the clamps that she was using to hold the tissue, which resulted in a gap in the staple line. Because if this, she had to use suture to fix the gap. There was no additional blood loss, but approximately 1 1/2 inches of bowel were lost due to the issue. There were no other adverse events reported, and the patient is currently doing well. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. No enhancements or improvements will be generated. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).